Event description:
Imp reference - (B)(4).

Manufacturer narrative:
Document review: gmk primary fixed pe postero stabilized tibial insert size 4, 10 mm: code 02.07.0410 psf/lot 133289 ((B)(4) items produced): all parameters were found to be in accordance with specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.